Event description:
It was reported that there was overpressure during surgery.

Manufacturer narrative:
Alleged failure: (B)(6) too much flow po# (B)(6). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be third party repair as the quality seals were broken on the unit as well as the copper tape seal which was compromised. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was overpressure during surgery.